Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the needle was withdrawn, droplets of blood spurted out. On the three samples taken this morning, blood landed on my desk, on the patient or on me, just missing my face."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 1035557. D.4. Medical device expiration date: 2023-01-31. H.4. Device manufacture date: 2021-02-04. H.6. Investigation summary: no customer sample or photos were received for review and analysis. Therefore, 10 retention samples from the bd inventory were subjected to functional testing and the issue of splatter was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer reported failure mode based on retain sample testing results. Bd was unable to determine a root cause for the customer¿s indicated issue of splatter. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the needle was withdrawn, droplets of blood spurted out. On the three samples taken this morning, blood landed on my desk, on the patient or on me, just missing my face".